Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller showed a controller internal fault. The system controller was exchanged.

Event description:
The alarms resolved following the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the downloaded log file. A review of the submitted log file spanned approximately 3 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 12:573 while connected to batteries, a controller internal fault alarm activated due to a backup battery test circuit fault. The alarm remained active through the remainder of the log file. The driveline was disconnected on (B)(6) 2022 at 14:07 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. No further information was provided. The manufacturer is closing the file on this event.